Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the left ventricular lead exhibited high capture threshold. Diaphragm stimulation was noted. The lead was explanted and replaced. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported events were inadequate capture and extra cardiac stimulation. As received, a complete lead was returned in one piece for analysis. The reported event of inadequate capture was not confirmed. Electrical testing was normal. Visual inspection of the lead found no anomalies with exception of procedural damage.